Event description:
It was reported that due to an infection and pain, the patient had his spectra penile prosthesis (spp) explanted. It was explained that two weeks before this surgery the patient visited his physician, and the infection in the left glans was discovered. The pain was also reported in the left glans. After this surgery, the patient got better.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams spectra cylinders were visually and functionally tested. Both cylinders had sharp instrument damage to the outer tube of the distal tip of the cylinder body consistent with explant damage. Both cylinders passed the bend test, and therefore performed within specification. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Product analysis was unable to confirm the reported event.

Manufacturer narrative:
Health professional? - corrected. The device was not returned for analysis. A DHR review confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review identified that infection and pain are noted as potential adverse events. Based on the available information, an evaluation conclusion code of known inherent risk of dice was assigned to this event.

Event description:
It was reported that due to an infection and pain, the patient had his spectra penile prosthesis (spp) explanted. It was explained that two weeks before this surgery the patient visited his physician, and the infection in the left glans was discovered. The pain was also reported in the left glans. After this surgery, the patient got better.

Event description:
It was reported that due to an infection and pain, the patient had his spectra penile prosthesis (spp) explanted. It was explained that two weeks before this surgery the patient visited his physician, and the infection in the left glans was discovered. The pain was also reported in the left glans. After this surgery, the patient got better.